Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered an 18-unit bolus without user input. Upon review of the pump history, it was discovered that the 18-unit bolus was overridden, and an 18-unit bolus was requested instead of entering 18-grams of carbohydrates. The customer maintained that there was no user input and did not acknowledge this information. No additional information was provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
Updated b5; remove MDR codes 4582 and 2199, add 1912 and 4614.

Event description:
It was reported that the pump delivered an 18-unit bolus without user input. The user reported entering 25 grams of carbohydrates into the pump settings, the pump thereafter calculated a correction bolus of 1.98-units, but then delivered a bolus of 18-units. It was also reported that the nurse had set the max bolus limit at 10-units, so the pump should not have been able to deliver an 18-unit bolus. Upon review of the pump history, it was discovered that the 1.98-unit correction bolus was manually overridden by the user, and an 18-unit bolus was manually requested by the user instead. The family member who reported the incident did not acknowledge this explanation and maintained that the user did not input the 18-unit bolus. A review of the pump history also showed that at the time of the incident, the max bolus limit had been set to 20-units, not 10-units. The pump history confirmed that the max bolus limit had been set to 20-units since at least (B)(6) 2024. The day following the incident, (B)(6) 2024, the maximum bolus was changed from 20-units to 5-units. The user¿s specific blood glucose value following the incident was not provided. However, it was reported that the user started to go into insulin shock. The user stopped insulin delivery. An ambulance was called and with parent's assistance, customer was treated, thereby preventing further health issues. No additional information was provided. Customer declined to provide information regarding alternate insulin therapy.